Manufacturer narrative:
The reported meter (B)(4) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with a button and upon docking. Control solution testing has been performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified. An extended investigation also was performed for the reported complaint. The dhrs (device history review) for the freestyle precision pro meter was reviewed. The dhrs showed the freestyle precision pro meter passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the reported test strips are returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving a low reading from an adc hospital blood glucose meter. Customer reported a low reading of 1.1 mmol/l which was lower than lab reading of 17.4 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from an adc hospital blood glucose meter. Customer reported a low reading of 1.1 mmol/l which was lower than lab reading of 17.4 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.